Event description:
Event description guidant received information that a lead configuration switched message appeared on the programmer screen upon interrogation of the pacemaker. The safety switch was reset and the leads were evaluated. All impedance measurements were within normal limits in both bipolar and unipolar configuration. All daily, threshold, and sensing amplitude measurements were also within normal limits.